Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 5 cm abdominal aortic aneurysm approximately 2 months ago. The aortic neck was 1 cm in length, had mild angulation, it was conically shaped, and 23-24 mm in diameter at the renals and 27 mm in diameter at 12 mm below. The vessels had some calcification but were otherwise unremarkable. The left renal artery is unusual in morphology, as it comes off the aorta and immediately bifurcates and runs parallel to the aorta. It appears as there are 2 left renal arteries, while there is only one. It was reported that the pt returned for a routine follow-up and was likely asymptomatic, and a massive proximal type 1 endoleak was seen. There was no obvious migration but rather the device was placed too low, due to the unusual renal artery morphology which was a poor device placement reference. There was endoseal (but only a few millimeters likely) at the time of implant. The decision was made to schedule the pt for placement of a cuff in the next few weeks. It is unk the cuff was placed and no additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval results and conclusions: endoleak. Short, mildly angulated and conically shaped aortic neck, unusual left renal artery morphology.